Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Reporter stated the infusion device did not provide a warning/error message to indicate the correct bolus amounts were not delivered. This resulted in elevated blood glucose levels. The infusion device and blood glucose monitor showed a bolus of 3.4 units was delivered on (B)(6) 2013 at 2:42 p.m. And 1.3 units at 2:57 p.m. The patient reported she programmed a bolus of 6.0 units each time. There was a 2.0 unit bolus listed on (B)(6) 2013 at 9:25 a.m., and she reported this was supposed to be higher. The infusion device and blood glucose monitor were requested for evaluation.